Event description:
The customer reported to beckman coulter (bec) a leak at the probe of the coulter ac*t-diff analyzer. The volume of the leak was about 5 ml and was not contained within the instrument. The material safety data sheet (msds) was not reviewed by the customer. The laboratory¿s exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a laboratory coat at the time of the occurrence. No one came in contact with the fluid. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No discrepant patient results were generated in connection with this event. There was no death, injury or change to patient treatment associated with this incident.

Manufacturer narrative:
Beckman coulter (bec) field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and found that the y fitting between the pinch valve lv10 and the dual diluent filters was bent and was causing the leak at the probe during a startup. The fse replaced the fitting and the instrument ran without any leaks. The fse also replaced the vacuum pump and the dual diluent filters as a preventive maintenance. The repairs were verified per established procedures. The cause of the leak was that the y fitting between the pinch valve lv10 and the dual diluent filters was bent. (B)(4).